Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of absence of no delivery alarm. The customer's blood glucose reading was unknown. During 5.0 unit delivery, the customer did not mention any alarms. The customer stated that the test failed. The insulin pump was returned for analysis.